Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) had no output on the ventricular channel. The epg passed incoming testing for output. It was indicated that the display was out of specification electrically due to missing pixels. It was also indicated that the upper and lower case and battery drawer were broken. It was also indicated that the bail covers and ring cover were contaminated. It was also indicated that the lead flex cover was corroded. It was also indicated that the ring bail was bent, the battery contacts were compressed, and the keyboard was scratched. It was also indicated that the heart lead flex had damaged traces. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that the external pulse generator (epg) had no output on the ventricular channel. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the heart lead flex. Visual inspection observed potential trace cracks near connector pins. Bench analysis found intermittent open circuit at three different locations. Conclusion: the reported failure was caused by intermittent circuit path continuity. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.